Event description:
After administering rhogam to a pt, the healthcare provider accidently stuck herself with the needle. The healthcare provider reported that safety shield came off the single use syringe. Ocd could not determine if syringe was used appropriately since during the complaint call, the customer requested training on the use of the safety shield. The healthcare provider received immediate medical attention by employee health service.